Manufacturer narrative:
Follow-up # 1 date of submission 05/15/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be peeling off from the base near the up arrow button. During testing, all of the keypad buttons were found to respond appropriately. The keypad cover was removed and there was evidence of contamination found under all of the key contacts. Unrelated the complaint, evaluation revealed a dim, discolored display screen. A test screen was inserted for testing and was found to function properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.